Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/7/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the reported issue contribute to any patient adverse consequences? What measures were implemented to retrieve the broken piece? Was there any additional tissue damage resulting from the search for the needle piece? X -rays confirmed there were no retained portions of the needle. If you wish the item to be returned, please provide a shipping box and return label.

Event description:
It was reported that a patient underwent a left total hip replacement and autograft bone grafting to the left acetabulum on an unknown date in (B)(6) 2025 and suture was used. While the surgeon was suturing, the pointy part of the suture broke off. Everyone was aware. X-ray was called and confirmed there was no retained item. Additional information was requested.